Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l69866, implanted: (B)(6) 1999, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was reported that the patient was in the progress of getting the device removed. It stopped working many years prior. The patient didn¿t have it removed yet because of other medical reasons the patient had to deal with. It had been 5-6 years of it not working. The patient never had issues with the device when it worked. It worked well but the patient wasn¿t moving around and was taking medicines and stuff and then developed diabetes. No one would move it since the patients a1c test was 18. It had all been taking care of and then the patient could have it out. It was noted the patient¿s complex sympathetic dystrophy had resided a little bit. The patient requested a morphine pump next time. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.